Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned. No failure was identified relating to the air bubble and the low blood glucose level issues.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that air bubbles were observed to be within the infusion set tubing. Blood glucose (bg) level was 305 mg/dl. Additionally, it was reported an occlusion alarm occurred. A system check was performed verifying the occlusion alarms. Bg level was 303 mg/dl. Subsequently, it was reported the customer experienced a low bg level of 20 mg/dl due to an unknown cause. The customer's husband assisted the customer with consuming carbohydrates as the customer was light headed due to bg level. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.